Event description:
The patient reported that he had become disconnected from the cycler in error and noted a fluid leak on the fluid line. The patient's peritoneal dialysis nurse confirmed there were no complications from the accidental disconnection. His effluent remained clear and he had no medical interventions. No further information at the time of this report.

Manufacturer narrative:
Currently, a device has not been returned for evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.